Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range pacing impedance measurements, measuring greater than 2000 ohms in addition to high threshold measurements. Further review of lead trending shows the lead exhibiting a gradual rise every day in impedance measurements since implant. No noise is observed. Isometric maneuvers were performed as part of troubleshooting measures and unable to replicate the out of range measurement. A chest x-ray was performed and it was noted there were no changes in lead position since initial implant procedure. Technical services (ts) was consulted and discussed further troubleshooting and programming options with the health care professional (hcp). Subsequently, the patient underwent additional surgical intervention where upon opening of the device pocket it was discovered that there was a set screw issue. The set screw was re-inserted properly and normal lead measurements were observed. The rv lead remains in service. No additional adverse patient effects were reported.